Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2021, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and required maintenance. When the field service engineer (fse) arrived on site, the customer reported no failures in the medication application but indicated issues with drawer 3.1. The field service engineer accessed the hardware test application (hta) and removed all cubies. The system was then powered off so that all row boards and the ribbon cable at the back of the drawer could be reseated. After reseating the connections, the field service engineer completed final testing using the hardware test application. The customer was able to successfully use drawer 3.1 following the reseating of the cable connections. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.